Manufacturer narrative:
Device was used for treatment, not diagnosis. There is no report of a product malfunction (screws); however, these device(s) cannot be disassociated from the reported adverse event. Should further information become available this determination will be reviewed accordingly. Date of event: unknown. Implant date: unknown. This report is for 10, unknown 5.0mm locking screws. A partial part number, 413.3xx was provided by reporter; however, this partial part number could not be identified as a valid number in which to identify the product family. The associated screws may have been from product family 422.3xx, 5.0mm ti locking screws; however, this cannot be verified until the product is received for evaluation. It was reported that the subject devices would be returned for evaluation. (B)(4) for revision surgery associated with broken plate. There is no report of a product malfunction (screws). Without a part and lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a patient with supracondylar femur fracture underwent revision surgery on (B)(6) 2015 due to postoperative breakage of the locking compression plate (lcp). The original date of implant is unknown. It was reported that the patient complained pain on (B)(6) 2015. When surgeon had inspected accordingly, the breakage of reported plate was detected. During the revision surgery, the surgeon performed the following: removed the reported lcp and associated screws; repositioned the fractured area; transplanted the illum and; placed a new implant (distal femur to lateral femur and narrow plate to medial part. Currently the patient is under observation and being treated with teriparatide and an ultrasound device. The patient has also been advised to prevent any loading on the fractured area for a period of time (duration of treatment and absence of weight bearing activity unknown). This report is for 10, unknown 5.0mm locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Original implant occurred approximately twelve (12) weeks prior to the revision procedure. (B)(6). Manufacturing investigation evaluation: the screw was received without the screw head, which had broken off. The head with the printed on article number was not returned. Due to the damage to the screw head, it could not be measured. All measurable dimensions, without damage, were evaluated and fulfilled the specifications. Based on this, the complaint is rated as confirmed, but not valid from manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Without a valid lot number, a review of the device history records (DHR) could not be requested. The DHR information that was reported on the previous medwatch was for the eight (8) intact screws that were also received. Those part/lot combinations are as follows: part 413.370s / lot 9426566, part 413.370s / lot 9202934, part 413.365s / lot 9179438, part 413.360s / lot 9251163, part 413.334s / lot 9220741, part 413.334s / lot 9234848. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that two (2) screws broke at the screw heads. The other eight (8) screws that were removed during the revision were intact with no allegations of malfunction. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the subject devices were received on oct 20, 2015. Multiple part and lot numbers were received on oct 9, 2015; however, it is unknown which part number(s) were the two screws which broke postoperatively. Part and lot numbers received are as follows: part no. Lot no. Qty. 413.370s 9426566 (B)(4). 413.370s 9202934 (B)(4). 413.365s 9179438 (B)(4). 413.360s, 9251163 (B)(4). 413.360s, still unk (B)(4). 413.334s 9220741 (B)(4). 413.334s 9234848 (B)(4). Subject devices were received on oct 20, 2015. Device history record reviews were performed for the subject device lots. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject devices have been received and are currently in the evaluation process. The results of the dhrs are as follows: art: 413.370s lot: 9426566. Manufacturing location: (B)(4). Manufacturing date: 10th april 2015. Expiry date: 1st april 2025. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Art: 413.370s lot: 9202934. Manufacturing location: (B)(4). Manufacturing date :23th october 2014. Expiry date: 1st october 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Art: 413.365s lot: 9179438. Manufacturing location: (B)(4). Manufacturing date: 13th october 2014. Expiry date: 1st october 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Art: 413.360s lot: 9251163. Manufacturing location: (B)(4). Manufacturing date: 25th november 2014. Expiry date: 1st november 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Art: 413.334s lot: 9220741. Manufacturing location: (B)(4). Manufacturing date: 6th november 2014. Expiry date: 1st october 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Art: 413.334s lot: 9234848. Manufacturing location: (B)(4). Manufacturing date: 20th november 2014. Expiry date: 1st november 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturer was identified upon receipt of device and lot numbers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.